Event description:
Customer reported that their pump screen was dark and would not turn on, and the battery of the t:slim x2 pump would not charge. There was no adverse impact to the customer's blood glucose level. Despite troubleshooting steps, including using different charging cables and wall adapters, the issue persisted. Technical support determined the pump needed replacement and arranged to send a replacement device with updated software. Customer was instructed on returning the faulty pump and acknowledged the need to use a backup insulin pump until they received the replacement.